Event description:
This report is related to previously reported event observed during analysis, reported on (nov 14, 2016), MFR number 2938836-2016-14306.

Manufacturer narrative:
The device was returned with no stated reason. Premature battery depletion was found during testing in the laboratory. The premature depletion was caused by an internal anomaly in the battery.